Event description:
(B)(4) study. Same patient as MDR ID#: 2134265-2012-06359, 2134265-2012-06360. It was reported that following a coronary artery stenting treatment procedure, the patient had chest pain and a myocardial infarction (mi). In (B)(6) 2011, the patient presented due to stable angina (ccs classification 2) and was referred for cardiac catheterization. The 1st target lesion was located in the mid right coronary artery (mid rca) with 80% stenosis and was 13mm long with a reference vessel diameter of 2.25mm. The physician treated the lesion with pre-dilation and placement of a 3.00x12mm promus element stent, with 0% residual stenosis. The 2nd target lesion was located in the distal right coronary artery (dist rca) with 60% stenosis and was 13mm long with a reference vessel diameter of 2.25mm. The physician treated the lesion with pre-dilation and placement of a 2.50x12mm promus element stent, with 20% residual stenosis following post-dilation. The 3rd target lesion was located in the acute marginal branch (ac marg) with 80% stenosis and was 14mm long with a reference vessel diameter of 2.25mm. The physician treated the lesion with pre-dilation and placement of a 2.25x16mm promus element stent, with 80% residual stenosis following post-dilation. This stent was not well deployed because of excessive calcification. During the index procedure, a runway fr-4 guide catheter, an iq 185cm j-tip guidewire and a 2.0x15mm apex catheter were unable to cross the distal lesion. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2011, elevated troponin values were observed and a non q-wave myocardial infarction was reported. The patient experienced ischemic symptoms with recurrent chest pain lasting for more than 20 minutes. The event was considered as resolved with residual effects. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Device is a combination product device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).